Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side rupture, pain and discomfort via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d9-date is when device photo was received. Photo analysis visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Additional observations: observed red biological tissue.

Event description:
Healthcare professional reported, right side pain, discomfort and rupture. The explanting physician, later reported, capsular contracture, baker grade I. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture, pain and discomfort via MRI. The device remains implanted.